Event description:
A ventilator was returned to the manufacturer's factory authorized service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating a sensor mismatch error was observed in the device's downloaded event log. The device's machine flow sensor was found to be contaminated and was replaced to address the issue. Additionally, not related to the above issue, the device's housing tubing, blower tubing and muffler were replaced to address contamination.